Event description:
It was reported that the user experienced hypoglycemia after a factory reset of the ilet, with a documented blood glucose of 49 mg/dl and self-treatment with oral carbohydrates; review of device data indicated adaptation was functioning and that a prior lunch announcement had remained in range, while a subsequent similar lunch announcement was followed by a prolonged low despite similar insulin delivery, suggesting a possible mismatch between announced carbohydrates and actual intake. Symptoms included hypoglycemia. Outcomes included the need for oral glucose and completion of troubleshooting and education. Investigation included review of device data and performance following factory reset. Investigation of this case revealed that the system appeared to be adapting as expected and delivered insulin consistent with prior successful use, while evidence suggested lower carbohydrate intake than announced preceding the low; the device showed no alarms indicative of malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.